Manufacturer narrative:
Conclusion: according to the information received from the field a surgical misadventure during implantation occurred, leading to an ossicular fracture and suspension of the implantation surgery. Device investigations did not reveal any device defect or problem. Reportedly the user is currently doing well. This is a final report.

Event description:
During the implantation surgery, the floating mass transducer (fmt) and the incus-sp-coupler became detached. This occurred after the coupler was placed on the incus and the position was adjusted. When removing the coupler from the incus an ossicular fracture occurred leading to the suspension of the implantation surgery. There is no allegation being made against the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the implantation surgery, the floating mass transducer (fmt) and the incus-sp-coupler became detached. This occurred after the coupler was placed on the incus and the position was adjusted. When removing the coupler from the incus an ossicular fracture occurred leading to the suspension of the implantation surgery. There is no allegation being made against the device.